Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-1204af-100 was received for investigation. Functional testing identified that the flipcutter tip was unresponsive when the handle was manipulated, indicating damage to the actuating mechanism. No external breakage was present. The most likely cause can be attributed to user-applied excessive mechanical forces.

Event description:
It was reported that during an anterior cruciate ligament surgery the fins did not deploy at the time of drilling in a retrograde manner. A new device with the same reference was used to finish the surgery successfully. No harm for patient, operator or third party was reported. It was not necessary to switch the surgical technique or do a second surgery. Update swit 30-aug-2021: it was impossible to deploy the blade correctly.